Event description:
It was reported that the patient presented remotely via merlin.net. The pacemaker had an overestimation issue. No interventions were reported. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.

Manufacturer narrative:
Correction: d6b explant date was missing.

Event description:
New information received notes device was explanted for eri.

Manufacturer narrative:
Additional information: b5, and d9.

Manufacturer narrative:
Correction: for missing g3.